Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p), broken reservoir tube lip, missing reservoir tube o ring, and cracked battery tube threads. A test reservoir was installed, and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.